Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture (loc). Lead dislodgement could not be confirmed via radiological imaging but a microdislodgement was suspected. An external temporary pacing wire was used and the patient rushed to the operating room wherein a revision procedure was performed. The rv lead was repositioned and satisfactory measurements obtained. No additional adverse patient effects were reported and the patient remains under observation. This lead remains in service.